Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic laparoscopy, lysis of extensive pelvic and intraabdominal adhesion, and cystoscopy due to chronic pelvic pain and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to stress urinary incontinence, extensive pelvic and intra-abdominal adhesions and chronic pelvic pain. Following implantation, the patient experienced pain, infection, urinary and bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent botox injections to bladder and urethrolysis of mesh on (B)(6) 2012 due to pain. Then on (B)(6) 2012, she underwent removal of mesh and urethrolysis due to severe pain, infections and bladder hernia. No additional information was provided. (B)(4) ¿ urinary problems; bowel problems; recurrence; dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 10/07/2016. It was reported that following insertion the patient experienced voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced voiding dysfunction.